Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert that the device entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality for this pacer-dependent patient, and recommended emergent replacement, as there is no reprogramming available in safety mode. No adverse patient effects were reported. The physician to schedule device replacement. At this time, the device remains implanted and in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert that the device entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality for this pacer-dependent patient, and recommended emergent replacement, as there is no reprogramming available in safety mode. No adverse patient effects were reported. The physician to schedule device replacement. At this time, the device remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert that the device entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality for this pacer-dependent patient, and recommended emergent replacement, as there is no reprogramming available in safety mode. No adverse patient effects were reported. The physician to schedule device replacement. At this time, the device remains implanted and in service. It was reported additionally, that subsequently, the device was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.